Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective video cable, dent on distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely intermittent flickering and no image occurred due to defective video cable. The most probable cause of dent on the distal edge is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the picture of the rigid video laparoscope was going in and out and then it was not getting any picture. This issue occurred during sedation for a therapeutic laparoscopic appendectomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.